Event description:
The customer reported that while running an antibody screening assay, summit sample handler did not aspirate in position 1 and did not give an error message. An field service engineer was dispatched. No death or serious injury was associated with this event.